Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an accolade rasp was reported. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. Complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusion: the device was discovered during inspection. The device was not returned for evaluation. There was no surgical procedure associated with the reported event. No further investigation is required at this time.

Event description:
Trunnion broke of broach.